Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: bottoming out.

Event description:
USA. Allegedly, a patient develop a capsular contracture baker grade iii/IV in her left breast with rupture inside the capsule, on her right breast she presents bottoming out. Revision surgery was required. R: (B)(6). L: (B)(6).